Event description:
Boston scientific received information that this lead was explanted due to a lead failure/recall. (B)(6) hospital (B)(6). Dr. (B)(6). Date of surgery- (B)(6) 2012. Lead. Implant date- (B)(6) 2006. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).